Manufacturer narrative:
B3/d10: occurred on 05/27/2024 and everyday for the past week. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was detected in the patient line of an unspecified quantity of homechoice cassette sets. This was described as the patient has ¿been in peritoneal dialysis (pd) for about a week and every day the patient line has air bubbles after priming is complete¿; further described as ¿big bubbles where the patient line connects to the patient line extension¿. The home patient (hp) was not connected at the time of the event. The hp uses patient extension lines. The technical service representative assisted the caregiver in removing all supplies and starting over with new ones. There was no report of patient injury or medical intervention associated with this event. No additional information is available.